Event description:
It was reported that an unspecified quantity of clearlink duo-vent continu-flo solution sets had pinches in the line (where the set bends) causing "occlusion" alarms on a pump and altering the rate of patient administration. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: (B)(4). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.